Manufacturer narrative:
(B)(4).

Event description:
The patient developed meningitis, cerebral abscess, pulmonary embolism and cognitive changes. Following total device system explant the patient experienced recurrent tremors, pulmonary embolism and worsening cerebral abscess. IV antibiotics and anticoagulant were administered. A PICC line was placed for long term antibiotics. The infection had not been resolved and IV antibiotics were still being administered. The device will not be returned to the manufacturer. It was sent to the microbiology lab and then discarded.